Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required excessive force to elicit a response; all other buttons responded appropriately and had normal spring back/click. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the up arrow keypad button was intermittently responsive and the patient was not receiving the correct bolus delivery amount. The patient's blood glucose (bg) amount was reportedly in the 17 to 18 mmol/l range with thirst on (B)(6) 2012. The patient reportedly increased his physical activity and increased the bolus amount per the advisement of the health care provider (hcp) and the patient's bg reportedly decreased in the 5 mmol/l to 8 mmol/l range on the night of (B)(6) 2012 and the morning of (B)(6) 2012. It was noted that the pump and patient were unavailable for troubleshooting. The patient reportedly cleaned the pump with a damp cloth and wore the pump attached to a belt. The reported bg event does not meet the animas definition of an adverse meet. This complaint is being reported due to the alleged keypad issue.